Event description:
It was reported that the healthcare provider reached out to technical services (ts) for a review of the presenting electrocardiogram. Upon review, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) was inappropriately storing the events. Troubleshooting efforts were performed. At this time the s-cd remains in service and no adverse patient effects were reported.